Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl at the time of incident and current blood glucose level was also same. The customer reported that before having food the blood glucose level was 78 mg/dl however after having food the blood glucose level increased, the customer reported other blood glucose value as 400 mg/dl, 205 mg/dl and 308 mg/dl. The insulin pump will not be returned for analysis.